Event description:
It was reported that the guidewire had to be reloaded into the catheter and then became stuck in the catheter. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was used. It was noted that the guidewire was removed and loaded into the catheter twice, and then became stuck or difficult to advance sometime after insertion into the patient. The catheter was removed, and it was discovered that the guidewire had shaft issues. The guidewire appeared like some part inside the catheter handle had divided the guidewire from the inside, as it was split in two at one end. The guidewire and catheter were replaced and the procedure was completed. No patient complications were reported. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
Initial reporter phone: (B)(6) (character limit) it was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Initial reporter phone: (B)(6) (character limit) two pictures were provided, which evidence the damaged guidewire. No further nor additional product analysis could be performed since the device did not return. The product was not returned for analysis to identify any defect with the device; therefore, the reported issue cannot be established due to lack of evidence. Since the investigation does not lead to a clear conclusion.

Event description:
It was reported that the guidewire had to be reloaded into the catheter and then became stuck in the catheter. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was used. It was noted that the guidewire was removed and loaded into the catheter twice, and then became stuck or difficult to advance sometime after insertion into the patient. The catheter was removed, and it was discovered that the guidewire had shaft issues. The guidewire appeared like some part inside the catheter handle had divided the guidewire from the inside, as it was split in two at one end. The guidewire and catheter were replaced and the procedure was completed. No patient complications were reported. The device is not expected to be returned for analysis due to disposal.